Event description:
It was reported on (B)(6) 2026 that the patient's cannula was bent. It led to high blood glucose level and treated with manual injections. Infusion set had been used for five hours.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state: california, zip code: 91325. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.